Manufacturer narrative:
Problem of needle detachment. A visual examination of the returned uphold vaginal support system revealed that the dart was returned behind the catch of the capio. The dart has remnants of the suture still attached. The suture on the blue dilator is broken. There was blood and tissue residue on the mesh, mesh assembly and on the capio device. There was no damage to the capio suture capturing device. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.

Event description:
It was reported to boston scientific corporation that an uphold vaginal support system was used during an ssl fixation procedure performed on (B)(6) 2015. According to the complainant, during the procedure and inside the patient, the needle broke and was retrieved by the physician's gloved hand. The procedure was completed with another uphold vaginal support system. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.